Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 28-MAR-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT HAD BEEN DETERMINED THAT THE HALF-HEIGHT CUBIE DRAWER 6-1 HAD BEEN FAILING CUBIE POCKETS WITH THE ERROR MESSAGE ¿READ WRITE ERROR.¿ A FIELD SERVICE ENGINEER (FSE) HAD RESEATED THE ROW BOARD CABLE AND THE RIBBON CABLE AND HAD REPLACED THE RETRACTOR BAND. THE DRAWER AND CUBIE POCKETS HAD RECOVERED, RESOLVING THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, DRAWER HAD BEEN FAILING CUBIE POCKETS WITH THE ERROR MESSAGE ¿READ WRITE ERROR.¿ THE CUSTOMER STATED THAT MALFUNCTION OCCURRED WHEN THE USER WAS TRYING TO ISSUE THE MEDICATION TO A PATIENT, CAUSING A DELAY IN DISPENSING THE MEDICATION TO THE PATIENT. HOWEVER, THE USER WAS ABLE TO RETRIEVE THE MEDICATION FROM ANOTHER STATION OR THE PHARMACY. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED DUE TO THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, drawer had been failing cubie pockets with the error message ¿read write error.¿The customer stated that malfunction occurred when the user was trying to issue the medication to a patient, causing a delay in dispensing the medication to the patient. However, the user was able to retrieve the medication from another station or the pharmacy.As per part investigation, it was determined that the reported issue was due to crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (P/N (b)(4)), which led to thermal damage and communication loss with the Module Controller Board responsible for managing the cubie pockets, resulting in cubie malfunction and compromised drawer functionality.However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onCorrection: Section D Unique Identifier (UDI) and Medical Device ModelThe reported condition of SJ. NEURO 2 Multiple cubie pockets failed was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order 01927953, The Field Service Engineer (FSE) reported that the half height cubie drawer 6.1 cubie pockets was failing with error message read write error. The row board cable and ribbon cable were reseated, and the retractor band was replaced. The drawer and cubie pockets recovered with no issues observed. During DCHU Visual Inspection: PN (b)(4): The inspection revealed shorts between adjacent copper strands associated with thermal damage. During DCHU testing: PN (b)(4): No testing was performed, as signs of thermal damage were observed on the copper strands of returned retractor band. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root Cause: The root cause of the complaint of SJ. NEURO 2 Multiple cubie pockets failed was due to crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (PN (b)(4) which led to the observed thermal damage and ultimately compromised communication loss with the module controller board responsible for managing the Cubie pockets, leading to their malfunction and compromised the drawer's functionality.